Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed bench handling, power cycling, full defib/pacer/ECG functionality testing and stress testing. An internal inspection was performed with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed an instance were the user attempted to shock using the device shock button instead of using the external paddles shock button and an instance were the user pressed the recorder button on the external paddles to shock instead of using the shock button on the external paddles to shock. Additionally, the end user attempted to discharge while the device was prompting a 'check pads' message and could not detect a short. Our investigation yielded no indication of a device malfunction and showed incorrect use of the device by the user. The evidence shown in the logs indicated that when all the criteria was met and the correct buttons pressed, the device delivered a shock. The external paddles and multifunction cable were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib was not functioning correctly. This is all the information that is available. Complainant indicated that there was no patient involvement in the reported malfunction.